Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, "trial was inserted using mallet, trial then broke off the inserter."